Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 11.9 mmol/l. The customer stated that the air bubbles occurred 1 hour after set change. The customer mentioned that she stored the insulin at room temperature. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.